Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open hysterectomy, the ligasure malfunctioned and the jaws would not open. The item was replaced in the sterile field. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The device knife blade was not exposed when the jaw was open. The reported condition was not confirmed. The jaws opened and closed properly when the handle was retracted and released. The knife blade advanced and retracted smoothly along the knife track. The knife cut of the device was tested on a silicone test strip with acceptable results. The knife blade was also inspected under microscope and no issue was found. The investigation found the device to function normally and within specifications. The instructions for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open hysterectomy, the device malfunctioned and the jaws would not open. The knife blade extended beyond the edge of the jaws. The item was replaced on the sterile field. No patient harm.